Event description:
In 2005-pt presented with an abdominal aortic aneurysm. The gore excluder bifurcated endoprosthesis devices were successfully deployed. However, after several angiograms it became evident that the trunk ipsilateral ws actually in the aneurysm sac and had deployed lower than expected. A decision was made to abort and perform an open surgical conversion. The excluder bifurcated endoprosthesis devices were removed. A dacron graft was moed in stable condition to the intensive care unit.